Event description:
A student nurse reported that a patient experienced hyperglycemia due to low inaccurate results with a one touch meter. On the day of the event, patient's blood glucose was 75mg/dl on the ot meter. Patient later experienced sweating and paramedics were called. Patient was transferred to hospital where patient was treated for hyperglycemia. Patient's blood glucose at the hospital was 600mg/dl. Patient was diagnosed as having "flu blood running through system". After release from the hospital, patient was diagnosed with an infection by patient's healthcare provider for which patient was treated with levaquin 500mg/day for 14 days. No more information has been reported.